Event description:
It was reported that during an unknown procedure, the device's metal support arms broke before they could be deployed after it was inserted through the trocar and into the patient. The device was removed with no complications. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.